Event description:
Subsequent to the initial MDR, a correction is required. It was reported that a damaged wire occurred. The sensor was inserted on 04-30-2024. No product was provided for investigation, however, a photograph was provided. The allegation was confirmed via photographic inspection due to a broken sensor wire. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wire missing occurred. The sensor was inserted on (B)(6) 2024. No product was provided for investigation, however, a photograph was provided. The allegation was confirmed via photographic inspection due to a broken sensor wire. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that a damaged wire occurred. The sensor was inserted on 04-30-2024. No product was provided for investigation, however, a photograph was provided. The allegation was confirmed via photographic inspection due to a broken sensor wire. The probable cause could not be determined. No injury or medical intervention was reported.